Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, a clindex notification was received indicating that a patient listed in the shoulder arthroplasty registry is experiencing persistent grinding and mechanical symptoms in the right shoulder. The event was reported as possibly related to the univers revers apex implant placed on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event. This could potentially be due to improperly following the required post-op procedures.